Event description:
It was reported that patient underwent bilateral knee arthroplasty on (B)(6) 2010. Subsequently, the patient's left knee was revised to a total knee on (B)(6) 2010, due to infection. The femoral, tibial, and tibial bearing components were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #2 states "early or late postoperative infection and/or allergic reaction". Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. This report submitted (B)(6) 2010.